Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not reading the oxygen inlet pressure, and the device was reading zero psi when connected to a 50 psi oxygen source. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, but there was not any adverse outcome to patient care or therapy. The biomedical engineer (bme) called technical support to report that the device was not reading the oxygen inlet pressure, and the device was reading zero psi when connected to a 50 psi oxygen source. The bme also stated that the oxygen hose was connected directly to the wall and v60, and there was no oxygen manifold or flowmeter in the circuit. The remote service engineer (rse) mentioned to the bme that the latest version of the service manual and advised the bme to swap the oxygen hose and whatever type of connector that is associated with connecting to the o2 source. The rse informed the bme that there may be a possible issue with the data acquisition (da) printed circuit board assembly (pcba) and provided the bme with the part number of the replacement da pcba for repair. The rse advised the bme to confirm that the cable between the da pcba and motor controller pcba was connected and provided the bme with the part number of the replacement cable for repair. The bme informed the rse that reseating the cable resolved the issue, and the bme confirmed that the device was reading the oxygen inlet pressure. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The bme called. After speaking with the bme on the phone, it was discovered that the device was in fact not in use on a patient at the time the reported issue was discovered as the issue occurred during device setup. The bme also verified that the device successfully passed performance specification testing and was returned to service. Additionally, the defective part (da pcba) will be returned for further investigation.